Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors are stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.